Event description:
The physician attempted to seal a free perforation of the left main (lm) artery with a graftmaster stent graft. The patient was admitted for chest pain and percutaneous transluminal coronary rotational ablation (ptcra) of the lm. Reportedly, "a significant perforation was noted after the first pass." The perforation was at the location of the "lm into the left anterior descending (lad) artery;" however, the size is unknown. The patient experienced hypotension, bradycardia and chest pain as a result of the perforati0n. An emergent echocardiogram (echo) was performed, an intra-aorticv balloon pump (iabp) was inserted and a temporary pacemaker (which had been previously inserted) was initated. For reversal of the reopro and heparin, the patient was administered an unspecified amount of protamine and platelets. Cardiothoracic surgery was consulted and the graftmaster was implanted; however, the graftmaster partially sealed the perforation and occluded the circumflex artery. This occlusion resulted in a lateral myocardial infarction (mi). It is unknown when the patient was discharded from the hospital. Reportedly, seven (7) days after discharge the patient presented to the hospital with a "right, middle, cerebral artery strok secondary to a cardio-embolic event," the patient was taken for an echo that was postive for "left atrial thrombus." On an unknown date, the patient was discharged to home with a consult for home care. Patient was reported to be making "good progress."